Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 3487a-33, lot# l71352, implanted: (B)(6) 2000, product type: lead; product ID 3487a-33, lot# l69807, implanted: (B)(6) 2000, product type: lead; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 74002, lot# n317167, implanted: (B)(6) 2012, product type: adapter; product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer via the manufacturer representative reported that there were telemetry issues, implantable neurostimulator (ins) overdischarge was suspected, and the ins was not working. It was also reported that the implantable neurostimulator recharger (insr) was not charging and the insr plug was broken. There was a bent connector pin on the desktop charger (dtc); this appeared to have occurred through product use. The patient was unable to charge the ins for about four months due to the broken insr, and the manufacturer representative was unable to start a physician mode recharge (pmr) because the insr was broken. The manufacturer representative had offered to meet with the patient at the healthcare professional's office as soon as the replacement recharger was delivered, but the patient declined. The patient wanted to wait until the next scheduled appointment, one month from (B)(6) 2014. No outcome or interventions were reported for this event. Follow up information was requested to determine patient symptoms associated with the event, patient outcome, and steps taken to resolve the event. It was noted that the manufacturer representative did not have any additional information as of (B)(6) 2014. If additional information is received, a follow up report will be sent. The patient's indications for use included myofacial pain syndrome and non-malignant pain.